Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Customer was instructed by technical support to follow a series of steps, including disconnecting and adjusting the pump tubing and delivering a bolus, which did not resolve recurring occlusion alarms. Caller was advised to change the cartridge and resume insulin.